Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a device interrogation, out of range lead impedance was observed. No intervention was suggested or completed. No further information is available.